Event description:
The lay user/reporter called lifescan (lfs) in january 2006, and alleged that his daughter's meter was reading inaccurately high. On the previous day the pt tested her blood glucose in the morning and obtained a result of 287mg/dl. She took her set amount of lantus insulin and ate breakfast. She retested 30 minutes later and obtained a result of 350 mg/dl. For the next 6 hours, the pt tested her blood glucose several times and obtained results of no less than 280 mg/dl, taking small amounts of her humalog insulin each time she tested. She "felt funny" throughout the day, stating that she was feeling clammy and shaky. At approx 4:00 pm the patient passed out and went into a coma. At approx 6:00 pm her boyfriend arrived at her dormitory and found her. He tested her blood glucose and obtained a result of 380 mg/dl. He gave her a small amount of insulin and called the paramedics. The paramedics arrived soon after and upon arriving tested her blood glucose; the result was 22 mg/dl. She was given an IV with glucose and she regained consciousness. After the paramedics left, she ate dinner and drank some tea. She tested her blood glucose and obtained a result of 280 mg/dl. She thought it was too high so she retested and obtained a result of 313 mg/dl. She opened a new vial of test strips and retested, obtained a result of 53 mg/dl. She treated herself for the low and felt better. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strip was correct. The technique for cleaning the puncture site was not correct. The pt did not have control solution to test. This complaint is being reported because the pt was obtaining high results on her meter at the time of feeling low and she took insulin based on those results. A replacement meter has been sent.